Event description:
Procedure: adrenalectomy. According to the reporter. The bag was torn. There was no additional bleeding, nothing fell into patient's cavity, and no tissue damaged. Operative time was not extended more than thirty minutes. No patient info available.

Manufacturer narrative:
(B)(4).